Event description:
On (B)(6) 2010, patient reported the button on his infusion device that is the farthest away from the insulin cartridge compartment, the up arrow button, works intermittently. Patient stated the issue has progressively gotten worse. Patient reported the up button pops back up after being pressed. Assisted the patient with inverting the infusion device screen. Educated patient on how to deliver a standard bolus without using the affected button. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.